Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on an unknown date. Confirmation pcr testing (platform used - unknown) was performed on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : device discarded, single use device

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on an unknown date. Confirmation pcr testing (platform used - unknown) was performed on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : device discarded, single use device.